Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and could not duplicate the reported issue. After completing unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that "the device failed to deliver first shock. They also report that the first set of pads were dent prior to placing them on the pt". In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.